Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a ProStyle device after an interventional cardiac catheterization procedure with a 6F sheath. Reportedly, a cuff miss "[suture retrieval issue]" occurred. The footplate was unable to close, and the device was unable to be removed. The lever was able to be fully closed; and therefore, the device was removed. It was noted that the footplate was intact but looked different than usual as it was visibly open and was not completely closed. A non-Abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A Corrective and Preventative Actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device/packaging was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Insert investigation analysis. In this case, it is likely a needle deflected by interaction with anatomy inducing the failure to cycle. The difficulty to remove was induced due to the foot not closing fully. It is likely that the foot caught tissue and surfed distally during closure and ended in a partially closed position at the distal end of the guide tube. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.D4: A partial UDI was provided as the lot number is not known.